Manufacturer narrative:
Device evaluation summary: one cadd prizm vip pump was returned for analysis in used condition. Visual inspection of the pump found pump in good physical condition. Three separate delivery accuracy tests were performed; at least one test was outside the pump's delivery accuracy manufacturing specifications. The customer's reported problem regarding delivery accuracy was able to be duplicated. Based on the evidence, the complaint was confirmed. The root cause could not be identified.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump under infused. No adverse effects were reported.